Manufacturer narrative:
Product has been received by manufacturer, however, the investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: the adaptor was found damaged at the blue collar during a nebulization treatment. No injuries reported.